Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that prior to insertion of iol it was noted that the haptic was twisted at the junction, noted when the lens being loaded and there was no patient contact. Additional information has been requested.